Event description:
It was reported that the 9600 system intermittently had no image on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable to the x-ray tube was re-seated during the service call. The system was tested and found to be working as intended and put back into service.